Event description:
In 2004, received a call from burn center regarding one of the o2 pts. Pt had their o2 on when pt lighted a cigarette in 2004. At this time the pt was staying 60 miles away with their family member and has not returned home. However, co has called pt at their family member's. To date, have not been able to retrieve the concentrator for testing because pt has not returned home to permit co to retrieve it. Pt lit a cigarette and the o2 started burning. Pt ran into the bathroom to turn on the shower with the burning tubing. Pt said the water put out the fire but pt burned their chest, underarms, face and left ear. Pt also burned their hair. Pt said when the ambulance came they took pt down to burn center. Pt was there for a few weeks. They let pt come home and let pt heal but pt may have to have surgery later if it does not heal good.